Event description:
Customer's mother reports that customer received a no delivery alarm the day prior. Customer's mother states that infusion set was changed and inserted at the back of customer's arm. Customer's mother was at work at the time of call and reports that she is not sure of the alarm received and that customer is at school and she is not able to get information from insulin pump. Customer's mother reports that she will upload to carelink for pump information and will also provide information for replacing infusion set. Customer's blood glucose was 89 mg/dl. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.